Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's hearing reportedly decreased over time. The patient eventually lost benefit from the device.

Manufacturer narrative:
Conclusion: according to the patient report and implantation files, an incomplete insertion was achieved at initial implantation, with 5 electrode contacts left outside of cochlea due to unexpected ossification. In addition, it is likely that one more electrode contact migrated out of cochlea at a later point in time. The reported short circuit could not be reproduced and found during investigation. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient's hearing reportedly decreased over time. The patient eventually lost benefit from the device. The patient has been re-implanted.